Event description:
It was reported that the patient experienced a hypoglycemic event with a reported blood glucose value of 22 mg/dl following a manual insulin injection administered without pausing or disconnecting the ilet pump after a prior hyperglycemic event (~400 mg/dl). Symptoms were not specified. The patient presented to the emergency room where treatment with intravenous dextrose was administered, and the patient was monitored for approximately 8 hours before being discharged the same day. Investigation included review of user-reported information and device data, which confirmed that insulin delivery from the ilet continued in addition to the manual injection, resulting in excess insulin exposure. It was concluded that the event was caused by user error related to failure to follow instructions to pause or disconnect the device prior to manual insulin administration, and no device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted.